Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an oxygen (o2) flow error message and could not be used. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device displayed an oxygen (o2) flow error message twice during service and could not be used. The remote service engineer (rse) assigned an authorized service provider (asp) to be dispatched onsite to evaluate and repair the device, perform functional tests and review logs, and check the status of the o2 supply connections. Once the asp arrived onsite, the asp inspected the device and found that the device was working properly. The asp informed that the errors were likely due to the service forgetting to connect the oxygen inlet or not connecting it correctly. Confirmation regarding patient/device usage is still pending. The investigation is ongoing.

Manufacturer narrative:
E1: reporting information: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 16jan2025, the authorized service provider (asp) stated that the issue occurred before the device was placed on a patient. The asp also confirmed that the device was placed back in service as it was working properly.